Event description:
It was reported the left ventricular lead had an insulation issue. Further follow-up indicated that the doctor who implanted a new left ventricular lead the same day said it looked like to him that the lead had been burned by the cautery that another doctor had used to explant the old device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.